Event description:
It was further reported that the patient had reprogramming of the electrodes left available for use. No surgical intervention occurred and it was stated that there was no reason to explant at this stage. Currently, the patient's symptoms were under control.

Event description:
Additional review indicated an impedance result of ¿???¿ was seen on one electrode pair.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post second stage there were many open circuits, including electrodes c2, c3,02, 03, 12, 13, and 23 measuring greater than 4000 ohms. It was noted that the patient had a good sensory response on several electrode pairings during the first stage and electrocautery was not used with the patient. There were no patient symptoms/injuries related to this event.

Manufacturer narrative:
Product ID: 309328, lot# 0206592168, implanted: (B)(6) 2013; product type: lead. (B)(4).